Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. There was a delay in clearing the first alarm; however, there was no delay in clearing the second alarm. Insulin delivery was resumed successfully and the customer's blood glucose remained in target range.